Event description:
During an atrial fibrillation ablation procedure, air bubbles were noted in the drawback of the syringe from the sheath hemostatic valve prior to catheter insertion. The sheath was exchanged, and the procedure was completed successfully with no adverse patient consequences.

Event description:
During an atrial fibrillation ablation procedure, air bubbles were noted in the drawback of the syringe from the sheath hemostatic valve prior to catheter insertion. The dilator was inserted prior to the transseptal needle. The sheath was exchanged, and the procedure was completed successfully with no adverse patient consequences. It was noted that the proximal end of the sheath handle was not raised above the level of the insertion site or heart level when aspiration was performed, which goes against the device instructions for use.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6, h11.one 13f agilis steerable introducer sheath was received for evaluation. An event of a gas leak was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seal was microscopically inspected. A tear was noted on seal slit. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown. It was noted that the proximal end of the sheath handle was not raised above the level of the insertion site or heart level when aspiration was performed, which goes against the device instructions for use.